Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned, but exhibited unacceptable sensing measurements. During attempts to reposition the ra lead, the helix was observed to not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned, but exhibited unacceptable sensing measurements. During attempts to reposition the ra lead, the helix was observed to not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood/body fluid was noted in the helix housing - which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead passed a stylet insertion test as well, indicating no blockage of the lumen. The helix mechanism test failed after 15 turns due to the helix housing being clogged with dried blood/body fluid. Analysis confirmed the helix allegation but was unable to confirm the sensing allegation made against the lead in the field.